Event description:
It was reported that while in the cardio department the rn stated there was no a-curve on the intra-aortic balloon pump (iabp). As a result, the pump was exchanged and the a-curve still did not appear on the display. The md removed the intra-aortic balloon (iab) and inserted a second iab and at this time "everything went as it's supposed to." There was no reported pt death or injury. Medical/ surgical intervention was not required. The interruption/delay in iabp therapy was for the time it took to prep and insert the second iab. There were no reported pt complications. Additional info received on (B)(4) 2011 from the sales representative stated the pt outcome is fine. The insertion of this iab was sheathless and in the same insertion site.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.